Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed as the suction connector was found with a dent. In addition to the reportable malfunction of foreign matter in the a/w nozzle, the evaluation captured the following: due to a pinhole on bending section cover, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; bending section cover had a scratch; adhesive on bending section cover had a chip; adhesive on bending section cover had white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; adhesive around objective lens was peeled; adhesive around light guide lens was peeled and had a white-clouded area. The foreign material found has been attributed to insufficient cleaning. The customer performed cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. It is unknown if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. The customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, the customer flushed the air/water nozzle channel with the detergent solution. It is unknown if the customer presoaked the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had a bent connecting tube. The device was returned and during the device evaluation the following reportable malfunction was found: a foreign object came out of the air/water (a/w) nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif-1200n operation manual chapter 3 preparation and inspection. Gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.